Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# n0023741, implanted: (B)(6) 2005, product type: accessory. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-45, lot# j0504222v, implanted: (B)(6) 2005, product type: lead. Product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported the patient had everything removed in the summer of 2011 due to an infection. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.